Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that approximately four years and eleven months post implant of this bioprosthetic pulmonary valved conduit in a pediatric patient, a transcatheter pulmonary bioprosthetic valve was implanted within the device due to stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A root cause to the reported stenosis is not determined. Stenosis is a known adverse event. There is no indication of product quality issue.